Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent moved on balloon occurred. Vascular access was obtained via the left femoral artery with contralateral approach. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous right common iliac artery. A non-bsc guide wire was advanced to the lesion. The physician attempted to cross the lesion with a non-bsc sheath and an 8.0x20x135 cm express¿ ld vascular stent but failed to cross. Predilatation was performed using a 5mmx40mm non bsc balloon catheter. When the physician checked the 8.0x20x135 cm express¿ ld vascular stent before using it again, it was noted that the stent moved from the balloon. The procedure was completed with a 7mmx17mmx135cm device. No patient complications were reported and the patient's status was good.